Event description:
It was reported that the pt experienced increased baseline spasticity. The pt was admitted to the emergency room and was stabilized. The pump had been filled in 2009. The plan was to check the medication in the pump and then perform a roller and catheter dye study. Additional info has been requested but was not available on the date of this report.